Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers form pain, weakness, fatigue, elevated levels of chromium and cobalt, metallosis, instability of contra lateral hip, gait changes, bone and muscle deterioration.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
Update rec¿d 12/3/2014 - ppd with first page of revision medical records received. Dor and part/lot information received and updated. Post operative diagnosis of adverse tissue reaction noted. The stem and sleeve are being added to the complaint for elevated metal ion levels. Stem remained in situ.